Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was no telemetry, this was due to the radiofrequency (rf) head connector being out of specification on the link electronic module (lem) board.

Event description:
It was reported there was an issue with connection where the header plugs in. Unable to communicate with devices. The programmer was returned for repair. No patient complications were reported as a result of this event.